Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available threshold trend curves showed a base threshold around 0.6v between (B)(6) 2019 with several intermittent measurements up to 3.5v. Furthermore, the pacing impedance trend curve demonstrated a gradual decrease of the values from initially 650ohms in (B)(6) 2018 to 450ohms in (B)(6) 2019 with intermittent measurements of around 250ohms confirming the complaint description. The provided freezes of the sensing and threshold tests showed artifacts on the right ventricular and farfield channels leading to the mentioned oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approx. 92 months after the implantation, during a follow-up, oversensing was noted on the ventricular channel. The impedance values were out of range. The lead was capped and a new one was implanted.